Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue and faced infusion set tape not sticking event on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.